Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator generated alarms indicating low o2 concentration and low o2 supply pressure. There was no patient harm. Manufacturer's ref. #: (B)(4).